Event description:
Intermittent failure of beckman-coulter blood analyzer resulting in dilution -and erroneous test results of blood specimens submitted in partially-full vacutainer tubes. Admitted for work up 2008. Discharged when first follow up cbc returned wnl. Did not receive treatment or therapy.